Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, perineal discomfort, burning, eroded sutures, pulling sensation, sharp pain - in-office suture removal on (B)(6) 2004, tight vaginal posterior fibrous tissue, pelvic discomfort, difficulty in bowel movements, some urinary pressure, mild vaginal discharge, perirectal abscess. Underwent vaginal exam under anesthesia and drainage of perivaginal abscess with removal of foreign body for perirectal abscess. Yes, as per the available medical records the patient presented with constipation, difficulty in bowel movements, rectal bleeding, mucous type rectal discharge, vaginal discharge and irritation, husband can feel the mesh, defect and ulceration present just on the posterior aspect of the vaginal introitus, vaginal foreign body, mesh, abscess between the vagina and the rectum during (B)(6) 2005-(B)(6) 2008 and underwent the following additional surgeries: interventional surgery: (B)(6) /2005 - underwent colonoscopy to cecum - no obvious pathology being identified. Second mesh revision surgery: (B)(6) 2005 - underwent vaginal exam under anesthesia, removal of foreign body. Third mesh revision surgery: (B)(6) 2008 - underwent pelvic and rectal exams under anesthesia, with incision and drainage of perivaginal abscess, and removal of mesh foreign bodydoing well, she has a very small open area with no real discharge. Peri-rectal pressure, vaginal pressure, small rectal bleeding, and husband can eel the mesh during intercourse, thickened introitus, little bit thickened tissue, and it may be mesh but is not generally exposed right now. Uti, rectal bleed - colonoscopy - superficial ulcers prepyloric area gastritis antrum, postmenopausal uterine bleeding - underwent dilatation and curettage - findings: found to have a piece of mesh and had a previous mesh repair of a rectocele sinus opening in the introitus of the vagina with a portion of mesh protruding - doctor ruled out the carcinoma, told her it is going to require a surgery to try and excise the mesh.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).